Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an infection occurred at the pocket site of an implantable pulse generator (ipg) azure xt dr, along with associated leads, resulting in redness and swelling. The infection's source was identified at the pocket, though the organism was unknown. All listed products, including the ipg and leads, were explanted and replaced as an intervention. No further patient complications have been reported as a result of this event.